Manufacturer narrative:
This impingement when coupled with potential high lever out forces generated by the reported fall likely resulted in the disassociation of the inner femoral head. The signs of scratching observed on the superior face of the top liner ring were likely due to contact with an instrument.

Event description:
It was reported that revision surgery was performed due to dislocation, after the patient fell.